Event description:
Clinical report states that a fracture of the distal femur was noted on postop radiograph (same day as tka).

Manufacturer narrative:
The device associated with this report remains implanted. No revision surgery has been reported. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. The initial reporting stated no additional event information was available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Not returned.